Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.132¿ x 0.218¿ was not returned with the instrument. No functional test could be performed on the in-house system due to the damage (cannot fit through cannula). No additional damage was observed on the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal potion of large needle driver broke away from the shaft while suturing. The procedure was completed with no reported injury.